Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 44 millimeters (mm) from the terminal pin. Only the proximal segment was returned. A thorough evaluation of the lead segment was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a failed/suspended right atrial automatic threshold (raat) measurement. This was suspected to be due to a low evoked response amplitude. The lead was later explanted for an unknown reason and was returned for analysis. No additional adverse patient effects were reported.